Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the jaws of a 5.5f 104cm standard biopsy forceps failed to open properly after shaping the tip. Additionally, the lot numbers on the pouch and outer box did not match. The procedure was completed using another unknown cordis biopsy forceps device. There were no reported injuries to the patient. The jaws functioned properly during preparation. The issue was observed during attempted usage of the device; however, tissue samples were not collected prior to the malfunction. The device was stored, handled, and prepped per the instructions for use (IFU). No excessive force, kinking, or bending was reported during the procedure. The outer box was not opened while on the shelf or in storage prior to selection for use and was confirmed to be sealed when selected. The device will be returned for analysis.